Event description:
A report was received that during the patients trial following implantation of the leads, the patient developed a fever and headache. The leads were explanted and the patient was treated with antibiotics.